Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported partial clip movement cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report after clip deployment, clip movement was noted. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) as advanced to the mitral valve and grasping was performed. The clip was placed, and mr was reduced. After deployment of the clip, it was noted that there was some clip movement and mr increased. The second cds was advanced to the mitral valve and the clip was implanted stabilizing the first clip. Two clips implanted, reducing mr to 1+. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.